Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (s/n (B)(4)) found the set screw to be backed out too far.

Event description:
The manufacturers' representative (rep) reported that during an impedance check, the lead showed impedances on all electrode combinations. They disconnected the lead and implantable neurostimulator (ins), cleaned and re-inserted. They got the same impedance results. They re-tested the lead with the j-hook and noticed bellows 1, 2, 3 electrodes. The amplitude was very high but this patient had 2-3 major back (lumbar) surgeries so her sensation was diminished. They assumed it was the device so a new ins was connected and the same impedance issues resulted. The original lead was yanked and a new lead was implanted along with the new ins. They ran an impedance check on the new system and everything checked out perfectly. The rep was not sure if the original lead was defective out of box or if it was damaged during the procedure. The issue resolved at the time of report. No surgical intervention was required. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided about this event. If additional information is received, a follow-up report will be sent. Please refer to regulatory report #2649622-2015-16009 for information on the lead used during the procedure. The information about the ins was not received until analysis was completed by the manufacturer on 2015-12-04.